Event description:
A surgeon reported an unexpected postoperative refractive outcome after a toric intraocular lens (iol) was implanted in a patient's left eye. The surgeon explained that during the procedure, the patient was very restless and unsettled, which made the operation difficult to complete. The surgeon feels that this may have contributed to the unexpected result. The surgeon was unwilling to provide further information.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was returned and not enough information was provided from the account for further investigation. (B)(4).